Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed de novo lesion was located in the moderately tortuous and uncalcified mid left anterior descending artery (lad). A 15mm x 2.0mm maverick2 balloon catheter was advanced for pre dilation and during introduction slight resistance was encountered. The balloon was inflated to 12 atms three times. It was noted that during attempt to pull the balloon back between inflation, the balloon was not fully deflated. However, it was possible to remove the device safely between inflations. On the 4th inflation at 12 atms a balloon rupture occurred. The balloon was removed intact and the pre dilation procedure was completed with another of the same device. After pre dilation, residual stenosis was 25%. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed de novo lesion was located in the moderately tortuous and uncalcified mid left anterior descending artery (lad). A 15mm x 2.0mm maverick2 balloon catheter was advanced for pre dilation and during introduction slight resistance was encountered. The balloon was inflated to 12 atms three times. It was noted that during attempt to pull the balloon back between inflation, the balloon was not fully deflated. However, it was possible to remove the device safely between inflations. On the 4th inflation at 12 atms a balloon rupture occurred. The balloon was removed intact and the pre dilation procedure was completed with another of the same device. After pre dilation, residual stenosis was 25%. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic analysis of the returned maverick 2 monorail device revealed dried contrast was present in the shaft and balloon. Inspection of the device revealed an accordianed distal shaft beginning at the proximal weld measuring 8mm proximally. Tip damage was found. An attempt to loosen and dislodge the dried material from the lumen of the device was made and afterwards the balloon did inflate and held pressure for 5 minutes at 12atm's, but damage to the balloon was still unable to be confirmed. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).